Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow up 26-may-2016: quality-safety evaluation received. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain with shooting pains on each side") and genital haemorrhage ("abnormal haevy bleeding") in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included clonazepam (clonopin), duloxetine hydrochloride (cymbalta) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and pain ("all over body pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced bladder pain ("bladder or urinary problems or changes/ increased pain"), urinary tract pain ("bladder or urinary problems or changes/ increased pain"), allergy to metals ("nickel allergy") and anorectal disorder ("pelvic floor dysfunction"). In 2015, the patient experienced vision blurred ("blurred vision"). In 2016, the patient experienced memory impairment ("neurological conditions or problems/ memory issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, migraine ("migraines /headaches"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), cystitis interstitial ("interstitial cystitis") with dyspareunia, visual impairment ("vision problem"), headache ("headache"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands.") And inflammation ("inflammation"). The patient was treated with lidocaine (lidocainum) and surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, migraine, nausea, memory impairment, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment, headache, anxiety, depression, fibromyalgia, vision blurred, hypoaesthesia, paraesthesia, anorectal disorder and pain outcome was unknown and the bladder pain, urinary tract pain, dysmenorrhoea and cystitis interstitial had not resolved. The reporter considered allergy to metals, anorectal disorder, anxiety, autoimmune disorder, bladder pain, complication associated with device, cystitis interstitial, depression, dysmenorrhoea, eye disorder, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, inflammation, memory impairment, menorrhagia, mental disorder, migraine, nausea, pain, paraesthesia, pelvic pain, urinary tract pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Current weight 185 lbs. Approximate weight at the time of essure placement 145 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Reporter's information was added. Events added: numbness, tingling in her hands, pelvic floor dysfunction, all over body pain, inflammation. Preferred term of event neurological conditions or problems was updated from nervous system disorder to memory impairment, bladder problems or changes from bladder disorder to bladder pain and urinary problems or changes from urinary tract disorder to urinary tract pain. Event outcomes were updated. Treatment drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/extreme pelvic pain with shooting pains on each side'), genital haemorrhage ('abnormal haevy bleeding/excessive bleeding') and multiple episodes of bladder pain ('bladder or urinary problems or changes/ increased pain', 'bladder pain') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal. Concomitant products included clonazepam (clonopin), duloxetine hydrochloride (cymbalta) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and pain ("all over body pain/pain in my body"). In april 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced the first episode of bladder pain ("bladder or urinary problems or changes/ increased pain"), urinary tract pain ("bladder or urinary problems or changes/ increased pain"), allergy to metals ("nickel allergy"), anxiety ("anxiety/psychological or psychiatric condition: anxiety"), depression ("depression/psychological or psychiatric condition: depression"), fibromyalgia ("fibromyalgia/autoimmune disorder-type: fibromyalgia") and anorectal disorder ("pelvic floor dysfunction"). In 2015, the patient experienced vision blurred ("blurred vision"). In 2016, the patient experienced memory impairment ("neurological conditions or problems/ memory issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding/literally bled to some extent for 3 years"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, migraine ("migraines /headaches"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), cystitis interstitial ("interstitial cystitis/interstitial cystitis/bladder issues") with dyspareunia, visual impairment ("vision problem"), headache ("headache"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands."), inflammation ("inflammation/high levels of inflammation in body"), central nervous system lesion ("brain lesion"), insomnia ("working on sleep/still can't sleep"), restless legs syndrome ("restless legs"), pain in extremity ("pain in legs and hands"), myalgia ("muscle pain"), pain of skin ("skin pain"), skin burning sensation ("skin burning"), cervix disorder ("getting cyst in cervix"), dysarthria ("slurred speech"), confusional state ("confusion"), arthralgia ("pain is in my joints"), tooth loss ("lost 2 teeth"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), fatigue ("fatigue"), amnesia ("memory loss"), urinary tract infection ("uti"), micturition disorder ("I have been holding pee for hours and havn't"), the second episode of bladder pain (seriousness criterion medically significant), photophobia ("sensitivity to light") and vulvovaginal discomfort ("pressure in vagina"). The patient was treated with lidocaine (lidocainum) and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, nausea, memory impairment, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment, headache, anxiety, depression, fibromyalgia, vision blurred, hypoaesthesia, paraesthesia, anorectal disorder, inflammation, central nervous system lesion, insomnia, restless legs syndrome, pain in extremity, myalgia, pain of skin, skin burning sensation, cervix disorder, dysarthria, confusional state, arthralgia, tooth loss, vaginal discharge, abdominal distension, fatigue, amnesia, urinary tract infection, micturition disorder, the last episode of bladder pain, photophobia and vulvovaginal discomfort outcome was unknown, the urinary tract pain, dysmenorrhoea, cystitis interstitial and pain had not resolved and the migraine was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, anorectal disorder, anxiety, arthralgia, autoimmune disorder, central nervous system lesion, cervix disorder, complication associated with device, confusional state, cystitis interstitial, depression, dysarthria, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, inflammation, insomnia, memory impairment, menorrhagia, mental disorder, micturition disorder, migraine, myalgia, nausea, pain, pain in extremity, pain of skin, paraesthesia, pelvic pain, photophobia, restless legs syndrome, skin burning sensation, tooth loss, urinary tract infection, urinary tract pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal discomfort, weight increased, the first episode of bladder pain and the second episode of bladder pain to be related to essure. The reporter commented: I had removed and there is no difference for myself, all my gynecological issues are gone. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Current weight 185 lbs. Approximate weight at the time of essure placement 145 lbs. Concerning the injuries reported in this case, the following one/ones were reported via social media: brain lesion, sleeplessness, restless legs, pain of extremities, muscle pain, skin pain, skin burning sensation, cervix disorder, slurred speech, confusion, joint pain, tooth loss, vaginal discharge, bloating, fatigue, memory loss, uti, micturition disorder, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: content from social media received. Events 'brain lesion, sleeplessness, restless legs, pain of extremities, muscle pain, skin pain, skin burning sensation, cervix disorder, slurred speech, confusion, joint pain, tooth loss, vaginal discharge, bloating, fatigue, memory loss, uti, micturition disorder, bladder pain' were added. Legacy device report number: 2951250-2016-00766. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/extreme pelvic pain with shooting pains on each side') and multiple episodes of bladder pain ('bladder or urinary problems or changes/ increased pain', 'bladder pain') in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, pregnant and difficulty sleeping. Concurrent conditions included body mass index normal. Concomitant products included clonazepam (clonopin), duloxetine hydrochloride (cymbalta) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and pain ("all over body pain/pain in my body"). In april 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced the first episode of bladder pain ("bladder or urinary problems or changes/ increased pain"), urinary tract pain ("bladder or urinary problems or changes/ increased pain"), allergy to metals ("nickel allergy"), anxiety ("anxiety/psychological or psychiatric condition: anxiety"), depression ("depression/psychological or psychiatric condition: depression"), fibromyalgia ("fibromyalgia/autoimmune disorder-type: fibromyalgia") and anorectal disorder ("pelvic floor dysfunction"). In 2015, the patient experienced vision blurred ("blurred vision"). In 2016, the patient experienced memory impairment ("neurological conditions or problems/ memory issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal haevy bleeding/excessive bleeding"), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding/literally bled to some extent for 3 years"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, migraine ("migraines /headaches"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), cystitis interstitial ("interstitial cystitis/interstitial cystitis/bladder issues") with dyspareunia, visual impairment ("vision problem"), headache ("headache"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands."), inflammation ("inflammation/high levels of inflammation in body"), central nervous system lesion ("brain lesion"), insomnia ("working on sleep/still can't sleep"), restless legs syndrome ("restless legs"), pain in extremity ("pain in legs and hands"), myalgia ("muscle pain"), pain of skin ("skin pain"), skin burning sensation ("skin burning"), cervical cyst ("getting cyst in cervix"), dysarthria ("slurred speech"), confusional state ("confusion"), arthralgia ("pain is in my joints"), tooth loss ("lost 2 teeth"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), fatigue ("fatigue"), amnesia ("memory loss"), urinary tract infection ("uti"), micturition disorder ("I have been holding pee for hours and havn't"), the second episode of bladder pain (seriousness criterion medically significant), photophobia ("sensitivity to light"), vulvovaginal discomfort ("pressure in vagina"), feeling abnormal ("brain fog"), lacrimation increased ("I'm literally in tears"), gait disturbance ("I can't walk") and crying ("I've cried so much from the pain"). The patient was treated with lidocaine (lidocainum) and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, nausea, memory impairment, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment, headache, anxiety, depression, fibromyalgia, vision blurred, hypoaesthesia, paraesthesia, anorectal disorder, inflammation, central nervous system lesion, insomnia, restless legs syndrome, pain in extremity, myalgia, pain of skin, skin burning sensation, cervical cyst, dysarthria, confusional state, arthralgia, tooth loss, vaginal discharge, abdominal distension, fatigue, amnesia, urinary tract infection, micturition disorder, the last episode of bladder pain, photophobia, vulvovaginal discomfort, feeling abnormal, lacrimation increased, gait disturbance and crying outcome was unknown, the urinary tract pain, dysmenorrhoea, cystitis interstitial and pain had not resolved and the migraine was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, anorectal disorder, anxiety, arthralgia, autoimmune disorder, central nervous system lesion, cervical cyst, complication associated with device, confusional state, crying, cystitis interstitial, depression, dysarthria, dysmenorrhoea, eye disorder, fatigue, feeling abnormal, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypoaesthesia, inflammation, insomnia, lacrimation increased, memory impairment, menorrhagia, mental disorder, micturition disorder, migraine, myalgia, nausea, pain, pain in extremity, pain of skin, paraesthesia, pelvic pain, photophobia, restless legs syndrome, skin burning sensation, tooth loss, urinary tract infection, urinary tract pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal discomfort, weight increased, the first episode of bladder pain and the second episode of bladder pain to be related to essure. The reporter commented: I had removed and there is no difference for myself, all my gynecological issues are gone diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Current weight 185 lbs. Approximate weight at the time of essure placement 145 lbs quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. New events brain fog, tears, walking difficulty, crying were added. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain with shooting pains on each side") and genital haemorrhage ("abnormal haevy bleeding") in a (B)(6)-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines /headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), weight increased ("weight gain / loss specify which one: weight gain"), cystitis interstitial ("interstitial cystitis") with dyspareunia, visual impairment ("vision problem") and headache ("headache"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, nervous system disorder, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment and headache outcome was unknown and the cystitis interstitial had not resolved. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, complication associated with device, cystitis interstitial, dysmenorrhoea, eye disorder, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, reporter information updated, patient demographic information, lab data. Essure lot number a63345, start stop date updated ,concomitant product and the events device removed replaces with abnormal bleeding (vaginal, menorrhagia), autoimmune disorder, bladder or urinary problems or changes, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines /headaches, nausea, neurological conditions or problems, nickel allergy, pain/extreme pelvic pain with shooting pains on each side, psychological or psychiatric problems, eye disorder, weight gain / loss specify which one: weight gain, hair loss, interstitial cystitis, vision problem and abnormal heavy bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain with shooting pains on each side") and genital haemorrhage ("abnormal haevy bleeding") in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines /headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), weight increased ("weight gain / loss specify which one: weight gain"), cystitis interstitial ("interstitial cystitis") with dyspareunia, visual impairment ("vision problem") and headache ("headache"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, nervous system disorder, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment and headache outcome was unknown and the cystitis interstitial had not resolved. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, complication associated with device, cystitis interstitial, dysmenorrhoea, eye disorder, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight 185 lbs. Approximate weight at the time of essure placement 145 lbs . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-apr-2018: significant case correction done as per gpv whc case processing. Event pelvic pain marked as medically significant which required intervention and surgery partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes) was done. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain with shooting pains on each side") and genital haemorrhage ("abnormal haevy bleeding") in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included clonazepam (clonopin), duloxetine hydrochloride (cymbalta) and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines /headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), weight increased ("weight gain / loss specify which one: weight gain"), cystitis interstitial ("interstitial cystitis") with dyspareunia, visual impairment ("vision problem"), headache ("headache"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("fibromyalgia") and vision blurred ("blurred vision"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, nervous system disorder, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment, headache, anxiety, depression, fibromyalgia and vision blurred outcome was unknown and the cystitis interstitial had not resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, bladder disorder, complication associated with device, cystitis interstitial, depression, dysmenorrhoea, eye disorder, fibromyalgia, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Current weight 185 lbs. Approximate weight at the time of essure placement 145 lbs quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs and medical record received:the event anxiety, depression, fibromyalgia, blurred vision added.reporters and concomitant medication added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain with shooting pains on each side") and genital haemorrhage ("abnormal haevy bleeding") in a 30-year-old female patient who had essure (batch no. A63345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included clonazepam (clonopin), duloxetine hydrochloride (cymbalta) and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune disorder ("autoimmune disorder") with fatigue and alopecia, bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines /headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), eye disorder ("eye disorder"), weight increased ("weight gain / loss specify which one: weight gain"), cystitis interstitial ("interstitial cystitis") with dyspareunia, visual impairment ("vision problem"), headache ("headache"), anxiety ("anxiety"), depression ("depression"), fibromyalgia ("fibromyalgia") and vision blurred ("blurred vision"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on 3-feb-2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved, the complication associated with device, vaginal haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, nervous system disorder, allergy to metals, mental disorder, eye disorder, weight increased, visual impairment, headache, anxiety, depression, fibromyalgia and vision blurred outcome was unknown and the cystitis interstitial had not resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, bladder disorder, complication associated with device, cystitis interstitial, depression, dysmenorrhoea, eye disorder, fibromyalgia, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on 23-aug-2013: total bilateral occlusion current weight 185 lbs. Approximate weight at the time of essure placement 145 lbs . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.